Event description:
It was reported that the ilet user ran out of sensors and was instructed to continue therapy in bg run mode for up to 72 hours by performing fingersticks and manually entering blood glucose values. The ilet did not start a new sensor and no alerts or alarms occurred. No reported adverse clinical effects. Outcomes included no impact beyond temporary workflow changes to maintain therapy continuity. Investigation included user education and troubleshooting regarding use of bg run mode. Investigation of this case revealed normal device behavior when user does not start a new sensor with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the event was attributable to expected use when a sensor is unavailable and not to a device failure.